Manufacturer narrative:
It was reported that the stent was unable to cross the lesion due to lesion calcification, no stent deformation occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that the stent was unable to cross the lesion and became deformed due to lesion calcification. The procedure was completed using another medtronic stent of the same size and model. No patient injury is reported.